Event description:
It was reported that a jelco® protectiv® safety i.v. Catheter was dull, causing patient "discomfort". No injury was reported.

Manufacturer narrative:
One used locked needle guard assembly was received for investigation. The actually catheter was not returned for evaluation and therefore could not be examined or evaluated. The returned sample was examined under magnification and photographed. The photos display evidence of dried blood residue in cannula point and flash chamber. There was no visual evidence of any burrs, hooks or any potential needle point damaged. As part of the investigation, the device was manually unlocked, the sample advanced smoothly, clicked, and locked as designed with no manufacturing nonconformances.